Event description:
Boston scientific received information that the latitude system for this patient detected a red alert (high rv pacing impedance) on (B)(6) 2009. The patient was presented to the clinic and the rv lead was evaluated. The in-office interrogation cleared the alert status. Subsequently, another red alert (high pacing impedance) was detected on (B)(6) 2009. The local representative was contacted and technical services discussed a possible setscrew/connection issue or lead fracture. The arrhythmia logbook was reviewed and some appropriate nonsustained episodes were recorded. No electrogram noise was present on the rv pace/sense electrogram. Technical services informed the local representative that the rv lead is primarily paced but does have intrinsic amplitudes varying from a low of 4.7mv to a high of 22 mv. Technical services informed the local representative that there was also yellow alerts for low atrial and lv intrinsic amplitude measurements (competitor ra and lv leads). The shocking impedance measurement have been stable and within normal limits. Technical services contacted the clinic rn who was aware of the issue. A chest xray did not identify a lead fracture and the physician suspects a set screw connection issue. The patient has been scheduled for an invasive assessment of the device/lead system. Subsequently, boston scientific crm received information from the local representative that this patient was presented to the ep lab for an invasive assessment of the device/lead connection. The pocket was reopened and the set screws were loosened and then retightened. The pocket was reclosed and no further intervention was reported.

Manufacturer narrative:
(B)(4). Subsequently, boston scientific received information that this patient had been presented back to the electrophysiology (ep) laboratory in (B)(6) 2015. The device was electively explanted due to normal battery depletion. Upon receipt, the device was successfully interrogated and was found with a battery status indicator of elective replacement indicator (eri). High powered microscopic visual inspection of the lead barrels and header of the device noted no irregularities. All of the seal plugs were intact and all of the setsrews operated normally. The header was properly attached to the case of the device. The device was put through and passed all automated therapy verification testing which confirmed proper operation of the pacing, sensing, and shocking functions of the device, as well as lead impedance and telemetry function testing.